Event description:
The physician was attempting to implant a 2.50mm diameter x 18mm length endeavor resolute rx drug-eluting stent. When the device was removed from the patient, the stent struts were damaged. The lesion was very calcified. The device was inspected prior to use with no issues noted. Pre-dilatation was performed. The patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). Eval results, conclusions: patient's condition affected effectiveness of device (very calcified lesion). Evaluation summary: the device was received for evaluation. The hypotube was kinked distal to the strain relief. The stent was positioned as per specification. The first distal stent segment was raised, deformed and pulled distally. The sixth proximal segment was twisted. There was a hardened, crystallized substance present in the inflation lumen. Blood residue was evident between the balloon folds.